Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by the medtronic indicated that the insulin pump was not powering at the time of call. Customer reported the insulin pump had blank display. Customer stated that the display was blank for not less than 30 seconds and then not returned. Customer stated the display was blank at the time of call. Customer stated the they did not receive insert battery alarm on the insulin pump screen. Customer also reported the contacts of battery cap were missing or damaged. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.